Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06p0g, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A healthcare provider, manufacturer representative, and patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that the implantable neurostimulator (ins) was pushing out "through a hole" and had been draining for a month. An event date of (B)(6) 2015 was noted. The ins was eroding through the pocket and the patient had lost significant weight, causing the skin to thin out over the pocket. It was unknown if the device actually ruptured the skin. There were signs and symptoms of infection, but infection had not been confirmed. In (B)(6) 2015, the patient went to the clinic and was prescribed antibiotics, but the drainage had not been cultured. The erosion did not clear up. The patient's healthcare provider said they were going to take the ins out, wash it, and put it in a different location. The patient also wanted it to be deeper. No diagnostics or troubleshooting was required and the patient's efficacy was good. On (B)(6) 2015, the ins and lead were explanted and the issue was not resolved at the time of the report. The patient was sent home on antibiotics and would be seen in four weeks to evaluate the site. If it had cleared, she would be scheduled for reimplantation.